Event description:
The hcp reported that the patient suffered a respiratory arrest postop pump and catheter revision. The patient underwent surgery as the pump was loose in the pocket. Specific symptoms were not reported. During surgery, it was noted that the catheter was disconected and curled up in the pocket. The catheter was revised. Respiratory arrest occurred postoperatively and the pump was turned off at the time. The patient was given three doses of narcan without effect. Further treatment of the event was not reported. The patient was subsequently discharged on 2/2004 with a 50% decrease in previous dose. The pump was reportedly explanted 2006 due to lack of pain relief.